Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge or boot. Opened receiver,passed internal visual inspection. Replaced receiver battery with a known good battery and receiver does boot and charge. Receiver download contains two occurrences of unexpected power on related to complaint. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.